Manufacturer narrative:
Investigation results: a DHR was completed and no defects were found. No quality notifications were issued for this batch. A sample and photo were received in the columbus plant for evaluation. Samples and photo showed embedded foreign matter in the tip/collar of the syringe therefore failure mode was verified. Embedded foreign matter can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. When starting the molding process, the press is put into a ¿startup¿ where the press runs until any potential foreign matter is flushed through the system. The press remains in startup until no foreign matter is detected in inspections. Conclusion: the root cause of the reported defect is that embedded fm can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. Based on an evaluation of severity and frequency it was determined no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that brown residue was found on the tip of 30 ml bd luer-lok tip syringe before use. No injury or medical intervention.